Event description:
A review of medical records revealed that a patient underwent abdominosacral colpopexy and gore mycromesh plus biomaterial was used. Approximately two years later, the patient underwent a second procedure and gore mycromesh plus biomaterial was removed. The history and physical dated (B)(6) 2008 indicates: "vaginal graft erosion and non-healing vaginal wound as well as urinary frequency and urgency." Physical examination performed (B)(6) 2008 indicates: "vagina: some bloody discharge present, granulation tissue and eroding goretex at r apex." The operative report of the second procedure performed on (B)(6) 2008 indicates: "postoperative diagnosis: graft complication, infection of implant, urinary frequency, urinary urgency, vaginal cuff abscess." The operative report further noted: "there were no complications."

Manufacturer narrative:
Review of the manufacturing records is ongoing.